Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2016. It was determined that the test well images were visually negative. The reagent lots used for instrument testing were also confirmed. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected.

Event description:
On (B)(6) 2016, a customer reported unexpected negative antibody screens when using capture-r ready-screen (3) on a galileo neo instrument.